Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was alarming that there was a gas leak. Customer was instructed to reconnect the helium tubing and the alarm resolved and the pump recalibrated. Iabp was in standby for 7 minutes. Additional information states, incident occurred while patient was sedated and ventilated on the ICU, post cardiac surgery. (B)(6) 2023 @ 2100 iabp went into standby due to "gas loss in iab circuit" alarm. Bedside nurse knew to check for blood in gas line but did not immediately restart the balloon. Instead, she called perfusion for advice, perfusion instructed how to restart the balloon, balloon was restarted. Time in standby was 8 minutes. (B)(6) 2023 0900. Same alarm occurred in presence of a different nurse and same cardiac surgeon, second nurse inspected and restarted without delay. Perfusion educated nurse and cardiac surgeon this is a common alarm and once gas line is confirmed to have no blood, check connections and restart balloon. Restart can be performed by bedside nurse. Cardiac surgeon request console be inspected by getinge service to ensure proper operation due to the same alarm occurring twice on same patient. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was alarming that there was a gas leak. Customer was instructed to reconnect the helium tubing and the alarm resolved and the pump recalibrated. Iabp was in standby for 7 minutes.